Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on approximately (B)(6) 2015. Exact date of event is unknown. Date of event is an approximation based off of information provided. Patient reported that the reaction looked like a 3rd degree burn that blistered and is a purplish color. Patient treats the affected area with desonide 0.05% cream, prescribed by her dermatologist on (B)(6) 2016 for the reported skin reaction. Physician advised patient to remove sensor and use cream. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).